Event description:
Stent placed through left leg to the right femoral artery. Used a 7f terumo sheath over a bentson 260cm wire. When dr (B)(6) went to deploy stent it began to unravel into the artery. The doctor could not deploy stent correctly. He had to take stent out by cutting down the right leg. Partial stent ws removed.